Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and identified the solenoid valve was defective. The fse replaced the solenoid valve to resolve the issue. The fse performed precision, and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(6).

Event description:
The customer reported six patients had low sodium results and quality control on their au680 clinical chemistry analyzer. The samples were repeated, and results were higher. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for six patients.